Manufacturer narrative:
The investigation was unable to determine a direct root cause due to multiple actions being performed by the field service engineer (fse).

Manufacturer narrative:
The cholesterol gen.2 reagent lot number is 836489, and the expiration date was not provided. A field service engineer (fse) exchanged the gear pump, cuvettes, adjusted the needles, and checked the washes. The fse then performed a precision test, which passed. The investigation is ongoing.

Event description:
There was an allegation of questionable cholesterol gen.2 results from the cobas 6000 c501 module, results were provided for 1 patient. The initial result was 257.4 mg/dl, and the repeat result was 141.0 mg/dl. The initial sample was repeated because, it was complained that it was not compatible with the patient's history. The sample was repeated on another analyzer and deemed to be correct.